Event description:
A centralink data management system incorrectly matched a thyroid stimulating hormone (tsh) result obtained on a previous patient's sample to a sample from a different patient. The samples had the same sample identification numbers (sids), but the data from the previous patient should have been purged from the centralink data management system. It is unknown if the previous patient's tsh result was reported to the physician(s). The tsh result for the current patient's sample was located and was lower than the previous patient's result. There are no known reports of patient intervention or adverse health consequences due to a tsh result from a previous patient sample being associated with a current patient sample.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reuses sids each month. The centralink data management system is configured to purge data from previously run samples every twenty-one days. The previous sample run with sid (B)(6) had been processed on (B)(6) 2014. During a review of the instrument data, it was discovered that there was a creation date of (B)(6) 2015 for samples aspirated on (B)(6) 2014 and therefore had not been purged because they had not reached twenty-one days from the creation date. Siemens healthcare diagnostics, inc. Is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2015-00057 was filed on february 4, 2015. Corrected data: the initial MDR states "siemens healthcare diagnostics, inc is investigating this issue." Siemens could not further investigate the issue because the samples had reached twenty-one days before the log files were requested and therefore had been purged. The cause of a tsh result obtained on a previous patient's sample being matched with a different patient's sample is unknown.